Manufacturer narrative:
A cut on the outer insulation was found at the suture sleeve tie down impression region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that three days after the lead implant procedure, abnormal sensing issue was observed on the atrial lead. Chest x-ray confirmed lead dislodgement. The physician stated that lead dislodgement was caused by procedure related performance. Upon pocket opening, saturation of blood was observed inside the lead. Lead fracture was suspected. The lead was explanted and replaced. The patient was stable.